Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 23-may-2023. [Additional information]: on 23-may-2023, additional information received indicating that the lot number of the 5mm x 37mm embotrap iii revascularization device (et309537) is 22k318av. A review of the manufacturing documentation associated with this lot (22k318av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-may-2023. [Additional information]: on 14-may-2023, limited additional information was received. The additional information indicated that a continuous flush had been maintained through the microcatheter. The concomitant salva device used was a salva¿ aspiration catheter (nipro). Section e.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-001341458. Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, product analysis cannot be performed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Intracranial hemorrhage is a known complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. Clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, may have contributed rather than the design or manufacture of the device. Given the scarce information provided, the relationship of the embotrap iii and the bleeding cannot be ruled out. Although there was no reported device performance issue/ malfunction, this event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ presently there¿s no mention that a prolonged hospitalization was needed. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was used during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais) with the occlusion in the m1-m2 segment of the middle cerebral artery (mca). Continuous flush was maintained during the procedure. It was reported that recanalization was not achieved after the first pass. Bleeding occurred on the second pass. At the time of the complaint initiation, there was no information on the patient¿s status. The embotrap iii device was used in accordance with the instructions for use (IFU). The reported concomitant devices used were an optimo balloon guide catheter (tokai medical products), and a ¿salva.¿